Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has not been returned to the manufacturer for evaluation. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that an embolization implant coil unexpectedly detached in the patient. There was no reported patient injury or intervention. The patient's outcome is currently reported to be "great."

Manufacturer narrative:
Additional information: (b1). Additional information: (b2). Additional information: (b5) additional information was provided, which indicated that a stent was implanted as treatment for the reported detached coil segment in the vessel. Corrected data: (h1). A device was returned to the manufacturer on 1/15/20; however, it was not the device associated with the reported event, as the implant coil was still attached to the pusher. The detached implant coil remains in the patient and the pusher was not returned for evaluation; therefore, the root cause could not be determined.

Manufacturer narrative:
Additional information / corrected data: (h10) clarifying information received confirmed that the returned device was the device associated with this event. Correction (d10) correction (h3) correction (h6): method, results the device was returned with the implant coil attached to the pusher. No burn damages were observed on the heater coil area. The implant was tangled and was stretch-damaged starting from the proximal marker band and extending to the mid portion of the implant . The distal ball of the implant was within dimensional specification. The pusher attachment bond area was not damaged and was within dimensional specification. The reported complaint is unconfirmed. The investigation of the returned coil system found the implant to be attached to the pusher with no signs of activation using a detachment controller. The implant was received severely stretched, but it was attached to the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. No other notable conditions were found with the returned device.